Manufacturer narrative:
(B)(4). The device was manufactured between 09/24/2012 and 09/25/2012. A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that medication could not flow out of a infusor lv2. This occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary: one sample was available at the plant for evaluation. A visual inspection of the sample showed no signs of blockage in the delivery tubing or the bladder that could have caused the reported problem. No signs of flow problem were observed during functional testing. The sample was working within specification. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.